Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip had deployment problem. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke was attached to the control wire). Microscopic examination confirmed that the device had evidence of premature deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip had deployment problem was not confirmed. Investigation found that the device was returned with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the premature deployment of the clip. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Block h11: correction: block b5 (describe event or problem) and h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6), 2023. During the procedure, the physician had problems getting the clip to deploy when passed through the scope. They removed the device from the scope, and the clip fell off the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that had an issue deploying.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the physician had issues getting the clip to deploy when passed through the scope. They removed the device from the scope, and the clip fell off the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.